Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The patient was asymptomatic and stable. The lead was successfully re-positioned on (B)(6) 2020.